Manufacturer narrative:
It is unknown which of the following batteries were in use at the time of the event: catalog a00036 serial # (B)(4). Catalog a00036 serial# (B)(4). Catalog a00036 serial# (B)(4). Catalog 1650de serial# (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01824, 3007042319-2015-01825 and 3007042319-2015-01826) submitted for devices related to the same event.

Event description:
Information was received from (B)(6) that the patient called the (B)(6) to report that he has multiple battery switches. During the call he had a high priority alarm without red flashing light or a failure comment on the display. After consulting with the manufacturer's representative the site exchanged the devices. There was no effect on the patient. This is report 1 of 3.

Manufacturer narrative:
Instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. The instructions for use (IFU) includes the following warning. Never disconnect both power sources (batteries and ac or dc adapter) at the same time since this will stop the pump. At least one power source must be connected at all times. The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passed visual and functional testing. System testing did not indicate any abnormal operation of the controller. The reported event was confirmed via review of the controller log files, which revealed an occurrence of critical battery alarms as well as potential occurrences of nonconsecutive switching events. The device was related to the reported event; however this event could not be duplicated at the bench level. The cac adapter was also returned for analysis. Analysis of (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however this event could not be duplicated at the bench level. The most likely root cause of the reported power switching event may have been a communication failure between controller and batteries worsened by a battery with the potential to malfunction due to faulty internal cells. Heartware has opened an internal investigation to evaluate these types of communication issues. This is one of three reports (3007042319-2015-01824, 3007042319-2015-01825 and 3007042319-2015-01826) submitted for devices related to the same event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.